Event description:
It was reported that the patient had difficulties with her first vns implant and it was removed in a 9 hour surgery, which was supposed to be a 2 hour surgery. No additional relevant information has been received to date.